Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported:" the surgeon had to remove all of the sutures and start over" please clarify: what tissue was being approximated or sutured when it broke? Was there any change in the patient¿s post-operative care due to the "removing sutures and start over" procedure? Was reoperation necessary to remove the suture and re-close the wound? "The procedure was completed suture from a different lot with no patient consequence." Was this surgery completed with another/new suture product? Explain. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a thoracic procedure on (B)(6) 2020 and suture was used. During the procedure, the suture broke. The surgeon had to remove all of the sutures and start over. The procedure was completed with suture from a different lot with no patient consequence. Additional information was requested.